Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the unit would not power on as the power inlet module was melted. There was a line of soot, but no other signs of burning, charring, or arching. The power inlet module was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after surgery this unit would not power on via the wall outlet. At product evaluation investigation there was indication of fire/burn/char due to the presence of soot. No adverse events were reported as a result of this malfunction.